Event description:
The facility reported an infusion pump with a failure code 12:303:984:0002 that occurred while infusing on a patient. The facility's rep stated that no patient injury was reported on this pump since the last baxter service event. Information regarding patient deomgraphics, medication involved and device programming was requested but none was provided.